Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that the subject stent delivery wire (sdw) was returned within a non-stryker microcatheter along with the introducer sheath. The introducer sheath showed slight signs of crush damage. The microcatheter was flushed and a 0.0158" mandrel was advanced through. The subject stent was located deployed within the microcatheter. Slight deformation was noted to the proximal (closed cell) end of the stent. All 3 marker bands were present on both ends of the subject stent. The sdw was kinked/bent approximately 2cm and 6cm from the distal end. Functional inspection of the subject stent was unable to perform as it was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event missing/incorrect device/component was not confirmed during analysis. The stent was returned deployed inside the returned non-stryker microcatheter. The device failed to meet specifications when received for complaint investigation based on the as analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as being 'moderately tortuous'. It was reported that 'after establishing the access route with a non- stryker microcatheter, the physician checked the integrity of the stent and thoroughly flushed it. The physician then delivered the stent to the target position, but upon observation under fluoroscopy, no stent was found. A re-fluoroscopy of the entire microcatheter also failed to reveal the stent. The physician believed that the product did not have a stent loaded in its delivery system when packing'. The stent was returned for analysis deployed inside the returned non-stryker microcatheter (mc). It was removed by advancing a 0.0158" mandrel through the microcatheter. Once removed there was minor deformation noted to the proximal (closed cell) end of the stent and the 3 marker bands were noted to be present on both the distal and proximal end of the stent. There was some crush damage noted to the distal opening of the introducer sheath. The stent delivery wire (sdw) was kinked/bent towards the distal end of the wire. Stryker microcatheters are the recommended to use when using a subject stent, as the internal hub profiles of the microcatheters are an exact match for the external profile of the introducer sheath distal section. This simplifies the transfer of the stent from the introducer sheath into the lumen of the microcatheter. In this complaint, a non-stryker microcatheter was used. Precise placement of the introducer sheath is critical when using a non-stryker microcatheter. The deformation noted to the introducer sheath distal tip opening suggests that the sheath was advanced too far distally in the non-stryker microcatheter, resulting in damage to the distal section of the sheath. Because of this, the stent is likely to have experienced some friction/resistance when being advanced through the distal opening (and into the microcatheter lumen). This friction/resistance can be minor or more pronounced. It is likely to result in damage to the stent and possibly also the sdw as the stent continues to be advanced inside the microcatheter lumen. At some point during stent advancement, the sdw slipped out of the stent. This may have been due to the inner diameter of the non-stryker microcatheter. It is not possible to measure this to rule this in or out. An assignable cause of procedural factors has been assigned to the 'as reported event missing/incorrect device/component' and 'as analyzed events stent introducer sheath distal tip damaged , stent deformed, stent deployed prematurely during use , sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu (other than not using the recommended microcatheter), but performance was limited due to procedural and/or anatomical factors during stent transfer/advancement.